Event description:
The customer reported that her blood glucose reached 15.0 mmol/l (286 mg/dl) and that the cannula was kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualifications were reviewed and the product lot met all accepted criteria.